Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services. The complaint was confirmed during the visual inspection as the bolus port was damaged. The root cause of the issue was a damaged lemo connector. The device was calibrated. A performance verification test was performed, and the device passed all tests thereafter.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pca button does not work. There was no patient involvement, issue was found during set up.